Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v454986, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was in the ER (emergency room) on (B)(6) 2015 . The patient couldn't sleep and they did blood work, urine test, kidney test, and prostate. Everything was normal. The patient called manufacturer and agent told him the lightning bolt was visible and "it's working ". The patient turn it up and he could not feeling stimulation. When the patient was asked if any trauma/falls related to this issue, the patient response was he was an active guy if it was so easy to shift it they shouldn't had gave him the ins (stimulator). The patient sit on it all the time. The patient spoke with a doctor and thinks it's a possibility he may have "knocked it loose". He has and appointment in 3 weeks to see a new hcp(healthcare provider). He tried all the programs and changed stimulation. He was still not feeling stimulation. The patient had symptom returned. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.